Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was returned. Photo evidence provided and visual examination of the device were able to confirm the complaint. The locking catch has broken off. Additionally, the adaptor and the inner shaft are missing. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a posterior thr after seating the pinnacle acetabular cup when removing the impaction handle from the cup, the surgeon forgot to slide the locking sleeve into the unlock position before turning the black knob that unscrews the thread from the cup. The result was the plastic locking sleeve broke off the impaction handle into several pieces/fragments. Not all the pieces could be found, those that were are being decontaminated for collection. The surgeon thoroughly checked and cleaned the wound and was certain there were no fragments in the wound. No surgical delay. No adverse affects on the patient.